Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic ligation procedure performed on (B)(6) 2021. During the procedure, the bands were entangled while deploying. The device was removed. No patient complications have been reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was cut. The ligator head returned with the shrink wrap and all the bands attached. Two bands were broken and some of them were moved out from their original positions. The handle assembly presented damages related to trip wire tension due the slack was not taken up correctly. The handle assembly didn't present marks showing the trip wire being secured. The irrigation tube did not present issues. Microscopic examination was performed, and it was found that the ligator head teeth were damaged/bent and suture hole was damaged. Additionally, it was possible to observe that the trip wire was likely cut by a mechanical tool. This could be related to some technique applied by the user during the procedure in order to separate the device from the endoscope. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Additionally, the slack on the trip wire was not taken up properly. Failure to follow these steps can cause the trip wire to slip through the handle assembly and cause an inaccurate deployment of bands and extra tension on the device. This extra tension can lead to damage to the ligator head teeth, bands, and suture hole. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic ligation procedure performed on (B)(6) 2021. During the procedure, the bands were entangled while deploying. The device was removed. No patient complications have been reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.